Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported occlusion alarms occurred. Additionally, it was reported that air bubbles were observed within the tubing. Subsequently, the customer experienced an elevated blood glucose (bg) from 551 mg/dl to a value displayed as "high". The customer replaced pump supplies to address the bg and issue.